Manufacturer narrative:
(B)(4). Suspect positive bi. Product sample has been received at asp. The investigation results will be reported on a follow up report.

Manufacturer narrative:
The date-of-manufacture for this lot is 01/26/2011. Expiry date: 2012 - 05. Asp investigation summary: the investigation included a review of the device history, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review did not reveal any issues that would lead to positive bi. Trending analysis for the product code of 'suspected positive bi' demonstrates there was no significant trend. Trending analysis by lot number revealed there was one other similar incident at the same facility. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. The customer complaint of a suspected positive bi was confirmed and is attributed to the load. The customer processed two stryker 4200 drills in a kmiller silver container, neither of which is approved for sterilization in the sterrad nx system. The customer did not follow the instructions provided in the sterrad nx user's guide or the cyclesure IFU. Functional analysis testing performed on the returned and retain samples indicate that the product functions as intended.

Event description:
A customer reported a suspect positive sterrad cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. The load was not recalled successfully. There are no reports of injury or harm from the event. The nurse in charge as well as the doctor were notified. The load contents contained two stryker 4200 drills. The sterrad cyclesure 24 biological indicator (bi) was placed on the bottom rack, in the back of the load in a tyvek pouch. The result for the previous bi was negative as was the subsequent bi. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.